Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that a ventilator shutdown. There was no patient connected to the device at the time of the event.